Event description:
The pt received his scs sys on (B)(6) 2011. It was reported the pt's amplitude had to be turned to the maximum in order for the pt to feel stimulation. The impedance was in the normal range. Reprogramming was not able to resolve the issue. The physician is working with the pt for the next course of action, to include a possible revision or replacement.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.